Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The customer reported two additional unknown sensors. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported the 3 adc freestyle libre sensor failed in less than 14 days." Additionally, the customer stated that "in the past year, I estimate at least 10 sensors failed. The two serial numbers of the last two fail are (B)(4). I do not have the ailed sensors as abbott requested they be sent back for them to study why they failed. Twice last year I was out of town and had sensors fail, leaving me with no way to check blood sugar until I returned home, which of course is dangerous." There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.